Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of a subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing was unsuccessful at converting the patient with 80 joule shocks. The s-ICD and this chronic electrode also exhibited high shock impedance measurements of 142, 144 and 150 ohms following shock delivery. It was noted that the patient had a larger chest size. The s-ICD was attempted, but not implanted and this chronic electrode was explanted. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during implant of a subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing was unsuccessful at converting the patient with 80 joule shocks. The s-ICD and this chronic electrode also exhibited high shock impedance measurements of 142, 144 and 150 ohms following shock delivery. It was noted that the patient had a larger chest size. The s-ICD was attempted, but not implanted and this chronic electrode was explanted. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.